Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead measured within normal range through the analyzer. The lead was noted with decreased impedance, loss of capture, and high threshold when inserted into the device. The physician insisted on testing with a new device, but the results were the same with high threshold when the lead was inserted into a second device. The lead was not implanted. During cannulation of the coronary sinus for the second time to place a new lv lead, the physician accidently knocked out the right bundle branch which caused the patient to go into asystole and resulted in the patient having to be ventilated. The lv lead implant was abandoned. The procedure was completed with a plugged lv port. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.